Event description:
It was reported huber needle is cracking at the hard plastic hub and where the tubing enters into the hub. The huber needle¿s hub is frequently cracking before 7 days, when it is typically exchanged, typically on/by day 4. It is believed that the cracking has attributed to clabsi event(s) for this patient. The cracking usually occurs day 4-7, so they have modified their practice for this patient to exchange the huber needle every 4 days, but are now seeing cracking on day 3. They currently are using a different bd powerloc huber with butterfly needle to see if they can prevent breakage. The patient activity is not attributing to breakage. This issue has only being reported on this 1 patient receiving an arsenic infusion. The exact number of occurrences was not provided by the complainant.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by customer that huber needle is cracking at the hard plastic hub and where the tubing enters into the hub. The huber needle¿s hub is frequently cracking before 7 days, when it is typically exchanged, typically on/by day 4. This issue has only being reported on this 1 patient receiving an arsenic infusion.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.